Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a flexible ureterolithotripsy procedure. The device in use was the nforce nitinol helical stone extractor. The attending physician was attempting to extract a stone from the ureter when the wire from the basket separated from the device. The physician was able to retrieve the broken wire with the extractor handle. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. A new device was opened to complete the procedure. No further information was provided.

Manufacturer narrative:
Corrected data: date on initial report should be 24 march 2017; date on initial report should be 22 february 2017. A review of the complaint history, device history record, documentation, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation;,a definitive root cause could not be determined.